Manufacturer narrative:
Approximate age of device - 2 years, 10 months. Manufacturing evaluation conclusion: evaluation of the submitted log file confirmed the reported no external power alarm on 09aug2018; however, a specific cause for the event could not conclusively be determined through this evaluation. The submitted system controller event log file contained data from 01aug2018 at 12:17:38 through 27aug2018 at 10:53:03. One no external power event with an associated low voltage hazard alarm was recorded beginning on (B)(6) 2018 at 16:32:20 while the patient was connected to an mpu. The associated voltage values suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller¿s backup battery appeared to properly supply power to the pump during this event, which lasted approximately three seconds. It was reported that patient was using the heartmate 3 mobile power unit, serial number (B)(4), at the time of the event. Review of the device history records found that (B)(4) was manufactured with the v-lock ac. The heartmate 3 lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s routine log file evaluated. Technical service reviewed the log files and during analysis observed no external power alarms, which looked like the patient disconnected both batteries while changing over the mobile power unit (mpu). Also observed low voltages on battery due to patient running the batteries down below their threshold voltage. There were no other unusual events seen within the log files. No further information was provided,